Event description:
A pt developed pain and ulceration in the stomach caused by a mic gastrostomy tube. The tube was removed and not replaced. Admission diagnosis was anemia. Ballard medical products has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.